Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited shock lead impedance measurements of less than 20 ohms. The pacing lead integrity test (plit) is 30 ohms. The rate/sense lead has normal measurements. It is reported that the patient had twiddled the lead until it fractured.